Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead was exhibiting some out of range impedance alerts all the way back to 2016 but currently showing low ra pace impedance in unipolar measuring around 200 ohms. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).